Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This dm0010faa easydrill cranial perforator with lot number 179/19 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90 degree) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90 degree). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drill did not stop while making the third burr hole. The bone was healthy, had no recesses and very thick. After a post operative CT scan it was confirmed that there was a small brain contusion caused by the incident. Developments were observed to assess whether there was any kind of damage brought about by the issue. On follow up, it was reported that the patient is well. There was a slight edema in the right hemisphere but it was a result of the surgery itself. Additional information is currently being requested regarding product return.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. If information is provided in the future, a supplemental report will be issued.